Manufacturer narrative:
Continuation of medical devices: d314drg ICD implanted: (B)(6) 2013. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial (ra) lead was found to display long standing high impedance and the lead "was never hooked up." It was also reported the right ventricular (rv) lead displayed high impedance, over-sensing, noise, non-sustained ventricular tachycardia- non-physiologic ventricular rates, and the short v-v was noted. Additionally, the rv lead was possibly fractured. The rv lead detection was "programmed off." Following, the ra and rv leads were capped. The rv lead was replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.